Event description:
Complainant alleged that during incoming inspection of the device, the device displayed a "defib fault 78" message. The complainant indicated that there was no patient involement in the reported malfunction.